Event description:
It was reported that on 9 january 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A ntw clip was implanted first without issue. To further reduce mr, a nt clip (lot: 30905r1029) was to be implanted. Once inserted to the back of the steerable guide catheter (sgc), the sgc lost fluid column. The sgc was then aspirated until air was removed. The nt was re-inserted, but the same result and intervention followed. The nt was inserted a third time, with the same result and intervention. A new nt mitraclip (lot: 30831r1048) was then able to be inserted without issue and was implanted to complete the procedure, reducing mr to grade 1+. No air entered the patient anatomy. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was required to remove the air. There is no indication of a product issue with respect to manufacture, design, or labeling.na.